Event description:
During pt treatment with the model 3100b users reported that the power (oscillatory amplitude) adjustment knob was "stripped', not allowing changing delta-p pressure. The pt, however, remained on the 2100b without any compromise until a replacement was available.